Event description:
It was reported that the right atrial (ra) lead dislodged and was pacing and sensing in the ventricle. The lead was reprogrammed and the lead was subsequently explanted. The left ventricular (lv) lead was reported to have dislodged. As the thresholds were within acceptable limits, no intervention deemed necessary by the physician. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.